Manufacturer narrative:
Arjo become aware of an event involving enterprise 5000x bed which occurred in (B)(6). Following information provided, the radius arm detached from the bed's frame and the bed collapsed. There was no indication regarding patient involvement. No injury nor other medical consequences reported. The simulations carried out by the manufacturer showed that two potential situations can lead to a radius arm detachment. The first one when the backrest is blocked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed. And the second one when the obstacle is put between the base frame and radius arm. The findings of the investigation allow concluding that the radius arm would not detach when the bed is handled in accordance with the instructions for use (IFU) dedicated to the enterprise 5000x bed. The IFU ((B)(4)) includes information and warnings, which are crucial for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that the obstacles such as bedside furniture do not restrict its movement¿ due to limited information provided by the facility staff, the exact scenario which led to the radius arm detachment could not be determined. In summary, the enterprise 5000x bed did not meet the manufacturer¿s specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable due to the radius arm detachment and bed collapse.

Event description:
Arjo become aware of an event involving enterprise 5000x bed which occurred in new zealand. Following information provided, the radius arm detached from the bed's frame and the bed collapsed. There was no indication regarding patient involvement. No injury nor other medical consequences reported.